Event description:
Informant stated that during use of this instrument in hand surgery, the sharp tip was alleged to have broken off. The tip was not located. The instrument was intended, by its labeling to be used in eye surgery. Facility indicated that they may have filed a user report. It is uncertain if the uere facility will release the device for full identification and evaluation. This is the second report of improper use of the device from this user facilitydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.